Event description:
This event was originally reported to guidant corporation as a hi-torque balance middleweight universal guide wire. Upon receipt of the product for analysis, it was noted that the wire was a boston scientific pt graphix guide wire. It was reported that during a planned elective angioplasty procedure, the tip of the pt graphix intermideiate guide wire fractured. The pt graphix intermidiate guide wire was used to cross the chronically occluded obtuse marginal artery. The wire crossed with support provided by a standard angioplasty balloon catheter. Following the passage of the guide wire beyond the point of the occlusion the wire wasnot further manipulated to any great extent. The case continued with balloon inflation at the point of the occlusion. It became apparent during the case that a radiopaque structure was seen in the distal arterial bed of the obtuse marginal artery. The structure was approximately 4mm in length, and appeared lodged in a small side branch of the obtuse marginal artery. The appearance was consistent with the tip of the pt graphix guide wire that had fractured. Following completion of the procedure, the wire was removed. The tip of the wire remained in a static position in a side branch of the obtuse marginal artery, with no evidence of migration or dislodgement. An urgent echocardiography revealed no abnormality and there were no immediate clinical consequences of the guide wire fracture. The pt was reviewed 4 hours following the procedure and remained asymptomatic; repeat echocardiogram was normal. The pt was fully informed of the events that occurred.

Manufacturer narrative:
The wire has not been returned to boston scientific for analysis as of this date.